Manufacturer narrative:
(B)(4). The analysis result of the er420 device found that it was received with a malformed clip jammed in jaws sideways. In an attempt to replicate the reported incident, the device was functionally tested to detect any firing issues. Upon firing of the device, 20 clips with gap were fed. In addition the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken which suggest that a lockout premature occurred. Please note that this finding is not related with the incident reported. It could not be determined what may have caused the found issue. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired first clip and it formed correctly around vessel. Subsequent clips started loading sideways between jaws. No patient consequences reported. Procedure was completed with same like device and prolonged by five minutes.